Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
A covidien technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. (B)(4).